Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was malfunctioning. Caller stated that the insulin pump did not deliver any insulin and the customer's blood glucose was very sporadic and high. Nothing further was reported.